Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06256, 1627487-2019-06258, 1627487-2019-06260, 1627487-2019-06261. It was reported that the patient experienced ineffective stimulation. It was also reported that the patient has not had effective stimulation during the duration of the implant. As a result, the patient had the system explanted.